Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported partial clip movement was unable to be determined. The reported poor image resolution was due to patient anatomy. The reported recurrent mr was related to the reported partial clip movement. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation, requiring an additional mitraclip procedure. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a dilated left atrium. It was noted that the transseptal puncture was too high, but multiple attempts were made to get lower. The physician was able to lose the height with p knob and anterior guide. The first clip (ntw) was implanted a2/p2 medially, reducing mr to grade 1. It was noted that imaging was challenging due to patient¿s anatomy. Hours post-procedure, partial clip movement was noticed and mr had returned to grade 4. On (B)(6) 2023, a mitraclip procedure was performed to treat the recurrent mr. Two clips were implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.